Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported when patient ended pulling the sensor out and noticed that the cannula was missing on that sensor. The customer¿s blood glucose level was 7.3 mmol/l at the time of the incident. Customer received cannot find sensor, sensor signal lost alarm. The device was not expected to be returned for analysis.